Event description:
It was reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer's blood glucose level. The caller initially used a surge protector instead of the recommended tandem charging cable and wall adapter. After following instructions to plug the wall adapter directly into a working outlet for 30 minutes, the pump began to charge using non-tandem charging supplies. A replacement tandem wall adapter and charging cable were sent to the customer via two-day shipping.